Event description:
Healthcare professional reported a left side suspected rupture. Device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side suspected rupture. Healthcare professional later reported left side implant was found not damaged but was replaced as well in the same date." Device explanted and replaced with another manufacturer. This record will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6